Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent knee arthroplasty procedure utilizing signature knee guides on (B)(6) 2010. During the procedure, the guide gave an incorrect position in internal rotation. There was a delay as a result, however, the exact length of the delay is unknown.

Event description:
It was reported that patient underwent knee arthroplasty procedure utilizing signature knee guides on (B)(6), 2010. During the procedure, the guide gave an incorrect position in internal rotation. There was a delay as a result; however, the exact length of the delay is unknown.